Event description:
It was reported that due to the length of the extended dental procedure, foley catheter was placed by nursing with return of gross hematuria. Urology consulted intra operation for further evaluation. 16fr placed by nursing slipped out with punctate hole noted in balloon upon full removal and interrogation. 18fr coude replaced and irrigated to clear without evidence of active bleeding or clots. Gross hematuria could have been secondary to traumatic foley insertion vs. Irritation secondary to balloon malfunction. It was noted that the given lot number was ngjx3544.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Dfmea (B)(4). Revision 15, was reviewed for this investigation. The reported event is addressed in step #152. Based on this review the risk is within the expected range. (B)(6); rev 0 was reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that due to the length of the extended dental procedure, foley catheter was placed by nursing with return of gross hematuria. Urology consulted intra operation for further evaluation. 16fr placed by nursing slipped out with punctate hole noted in balloon upon full removal and interrogation. 18fr coude replaced and irrigated to clear without evidence of active bleeding or clots. Gross hematuria could have been secondary to traumatic foley insertion vs. Irritation secondary to balloon malfunction. It was noted that the given lot number was ngjx3544. Per customer follow up via mail on 27may2025, the catheter was discarded and not available for return. The foley was removed and a new one was replaced that showed no evidence of active bleeding or clots.